Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) connection to eab was broken prior to use. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 : event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - e1(initial reporter). In previous emdr below updated fields were missed to add: updated fields: b4, g3, g6, h2,h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer tested and observed due to customer environment damaged iab port lure fitting. Replaced lure fitting and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.

Manufacturer narrative:
It was reported prior to use that the cs300 intra aortic balloon pump had damaged fill port connector on the crm, this failure was due to customer negligence. There was no patient involvement and no adverse event reported. A getinge field service engineer tested and observed due to customer environment damaged iab port lure fitting. Replaced lure fitting and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.